Event description:
(B)(4) selling product directly to patients and not medical professionals. These products can become life threatening if tainted/applied incorrectly. People have gotten infections, serious infections from these products. The website is hosted on the u.s. On the date of writing ((B)(6) 2019), the website is being hosted by company called (B)(4). The website also has a copy called (B)(4).